Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was recharging their ins and fell asleep. When they woke up the recharger was burning them. It was noted the device usually was slightly warm while they were recharging but that time it was extremely hot. The patient was unsure if it left a mark but it was tender to the touch. The patient had trouble connecting with their recharger for the last month and a half but would just keep trying and it would eventually connect. A new recharger was requested.